Event description:
Valve was removed due to central regurgitation and cuspal tear. Product inspection during retrieval noted a perforation in the valve left cusp, approximately 2 to 30-mm long. The valve was changed out with no additional pt complication reported.